Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with an (B)(4) cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the firing trigger was hard and could not be grasped at the firing. They stopped using the device on the patient. A new device was used to complete the case. There were no adverse consequences for the patient.